Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and hard disk drive were evaluated and replaced. The system software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and intermittent booting issues. Additional information was received from the field service engineer confirming that the system was failing to boot up. No patient serious injury or death was reported related to this event.